Event description:
In 2006, a physician successfully deployed an emboshield into the left internal carotid artery (lica) pre-and post stent dilatation was performed with another brand of balloon; the xact stent was positioned and deployed successfully; the emboshield was successfully retrieved. The physician stated that the emboshield device angiographically did not appear fully expanded despite moving into a straight segment of the lica. The pt had moderate vessel calcification and tortuosity. On the following day, a neurologist noted that the pt had a decrease in her neurological status and had right eyelid ptosis. The date of resolution of these symptoms was reported two days later. The pt was discharged home three days later, but was readmitted to a community hospital nine days later with a chief complaint of "altered consciousness." This patient was taking fluids poorly over the 24 hours prior to admission, had memory loss, and had disorientation. The following day, the hospital staff found the pt unresponsive and without a pulse. The pt expired. Cause of death is unk.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.